Manufacturer narrative:
(B)(4). Device evaluation summary: a labeled winding former with needle-suture of product code sxpp1a405 was returned for analysis. During the visual inspection of needle/suture, slightly marks on the body needle that appears to be by use of surgical instruments was noted. In addition, body fluids on the barbs and a side of the fixation tab was broken and damaged on the nucleus were noted. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. According to the sample condition, it could not be determined what may have caused the reported incident of: ¿suture broke¿. A manufacturing record evaluation was performed for the finished device mjz222 batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a colorectal surgery on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.